Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.

Event description:
Upon interrogation of the subject ICD on (B)(4) 2014, lv lead impedance was found over 3000 ohm. The threshold test showed ineffective lv pacing. The device is programmed with bipolar lv configuration. Review of implant memories revealed a peak in the lv impedance curve on (B)(4) (the day before interrogation). After having programmed the lv polarity configuration to distal lv - proximal rv, lv impedance and pacing threshold were back to normal values. The reporter would like to know whether the issue is due to a lead problem, a connection issue or a device issue. Next follow-up is scheduled on (B)(4). X-rays were also planned for this patient. Preliminary analysis of the programmer files received confirmed the high lv impedance measurements in bipolar; this behaviour is attributed to an lv lead issue or an lv connection issue. Because the latest programmed configuration "lv tip-rv" operates properly, no re-intervention is needed at this point.

Manufacturer narrative:
(B)(4)

Event description:
Upon interrogation of the subject ICD on (B)(6) 2014, lv lead impedance was found over 3000 ohm. The threshold test showed ineffective lv pacing. The device is programmed with bipolar lv configuration. Review of implant memories revealed a peak in the lv impedance curve on (B)(6) (the day before interrogation). After having programmed the lv polarity configuration to distal lv - proximal rv, lv impedance and pacing threshold were back to normal values. The reporter would like to know whether the issue is due to a lead problem, a connection issue or a device issue. Next follow-up is scheduled on (B)(6). X-rays were also planned for this patient. Preliminary analysis of the programmer files received confirmed the high lv impedance measurements in bipolar; this behaviour is attributed to an lv lead issue or an lv connection issue. Because the latest programmed configuration "lv tip-rv" operates properly, no re-intervention is needed at this point.